Manufacturer narrative:
Device not returned for evaluation.

Event description:
Per literature received, it was reported that during a literature review of trials that looked into the effects of surgical treatment for urinary incontinence related to presumed sphincter deficiency after prostate surgery for urinary incontinence issues. A study was identified that compared the efficacy between an ams artificial urinary sphincter (aus) and an injectable treatment with macroplastique. In this study the aus out-performed the injectable treatment with 82% men reporting to be more "dry" than the 46% more "dry" injectable group. Although there were better outcomes relating to incontinence treatment with the aus, it did cause serious complications in five of the participants that ended in revision surgeries. The complications reported were as follows: the implant had to be removed due to erosion of the cuff, one implant removal due to infection, in one man the pump was changed due to a mechanical failure, one man there was a pump migration to the intraperitoneal region, and one man experienced scrotal erosion.

Event description:
Per literature received, it was reported that during a literature review of trials that looked into the effects of surgical treatment for urinary incontinence related to presumed sphincter deficiency after prostate surgery for urinary incontinence issues. A study was identified that compared the efficacy between an ams artificial urinary sphincter (aus) and an injectable treatment with macroplastique. In this study the aus out-performed the injectable treatment with 82% men reporting to be more "dry" than the 46% more "dry" injectable group. Although there were better outcomes relating to incontinence treatment with the aus, it did cause serious complications in five of the participants that ended in revision surgeries. The complications reported were as follows: the implant had to be removed due to erosion of the cuff, one implant removal due to infection, in one man the pump was changed due to a mechanical failure, one man there was a pump migration to the intraperitoneal region, and one man experienced scrotal erosion.